Event description:
A cross over technique was performed on the left femoral artery. The tip of the catheter was lost when pulling back on the balloon catheter after the procedure. Attempts to retrieve the tip with a sling were unsuccessful and the tip was lost in the groin area. Surgical retrieval of the tip segment was required.